Event description:
Related manufacturer report number: 2916596-2021-00795. It was later reported that the perfusionist could not remember where the "bend" was on the driveline or if it was on the pump cable or the modular cable. The perfusionist also noted that there was no permanent or visible damage to the driveline otherwise.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported kinking of the patient¿s driveline could not be confirmed, as no pictures were submitted for evaluation and the device remains in use. A cause for this damage could also not be determined. The submitted system controller event log file appeared to show the pump operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related issues have been reported at this time. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU)is currently available. Section 2 "system operations" provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's driveline was kinked, prompting concerns of communication issue although none were found.